Event description:
The following information was received via literature review: this study aimed to evaluate how optical coherence tomography (oct) may enable earlier and more sensitive cardiac allograft vasculopathy detection. Procedural complications referenced in this article potentially related to the opstar catheter included a coronary dissection that required stent implantation, temporary coronary artery spasms, some with st segment elevation, but all reversed spontaneously or after nitroglycerin administration without any long-term complications. Additionally, the illumien optis and opstar catheters noted artefacts on the images. This study demonstrates that optical coherence tomography (oct) offers significantly greater sensitivity than conventional coronary angiography in detecting early-stage cav in pediatric heart transplant recipients. Details are listed in the attached article, titled "optical coherence tomography for early detection of cardiac allograft vasculopathy in pediatric heart recipients".

Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of vascular dissection, abnormal heart rhythm, and coronary artery spasm are listed in the outside of the united states of america (ous) version of the opstar instructions for use as known potential complications which may occur as a consequence of intravascular imaging and catheterization procedure. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported poor imaging results and patient effects of vasoconstriction, dissection, medication required, st segment elevation, and unexpected medical intervention could not be determined. In this case, it is possible that the patient¿s anatomical conditions caused the reported poor imaging results and patient effects of vasoconstriction, dissection, medication required, st segment elevation, and unexpected medical intervention; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: estimated date. Attachment: article titled: ¿optical coherence tomography for early detection of cardiac allograft vasculopathy in pediatric heart recipients".